Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Information was received that confirmed a pump replacement due to three underinfusion volume discrepancies. Initially, at a pump refill appointment, an underinfusion volume discrepancy was observed. The expected volume was 2.97ml and the actual aspirated volume was 4.5ml. The patient complained of increased pain as the low reservoir alaram date approached. At the patient's next refill appointment, the expected volume was 6.15ml and the actual aspirated volume was 13ml. At the patient's next refill appointment, the expected volume was 8.36ml and the actual aspirated volume was 19ml. At this appointment, the patient complained of increased pain since their last refill. A catheter dye study was performed approximately two weeks later and yielded normal results.